Manufacturer narrative:
As reported by the (B)(4) study indicated that during the index procedure the angioguard failed to retrieve into the capture sheath. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the ostium of the left internal carotid artery. The vessel was described as severely calcified and moderately tortuous with a 90% stenosis. An angioguard embolic protection device was deployed distal to the lesion and the lesion was pre-dilated followed by successful deployment of a precise stent. When the physician attempted to retrieve the angioguard filter from the vessel there was difficulty. The physician was eventually able to retrieve the device. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the sapphire study indicated that during index procedure the angioguard failed to retrieve into the capture sheath. The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as severely calcified and moderately tortuous. The rate of stenosis was 90%. An angioguard (601814rmc/ lot 71211512) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The procedure was completed. When the physician attempted to retrieve the angioguard filter from the vessel there was difficulty. The physician was eventually able to retrieve the device. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.